Event description:
The patient experienced a shocking/jolting sensation. The patient felt a "sharp electric fire pain" down her leg while working. The patient went to her physician who told her the leads had moved and the device malfunctioned. The patient was re-directed to her physician. The patient's healthcare professional attributed the event to the lead. On (b) (46 2010, the healthcare professional noted that there was a lead short. Emotional changes were also noted. The patient had the device explanted and replaced. The patient had excellent results and all symptoms resolved.

Manufacturer narrative:
The reported hardware reset was confirmed. The device entered a power on reset on (B) (6) 2007 while delivering maximum voltage therapy. The device functioned normally during testing. It is believed that the device probably delivered maximum high voltage into high lead impedance, resulting in the reset. The cause of the high hv impedance was not determined.